Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the data synchronization logs and found no errors or retries and checked the medication application logs which showed no errors or lumi related issues. Requested customer to arrange for a user at the station to test whether biometric identifier scanning was still failing after the station update. No response from the customer and then technical support specialist proceeded to close the case. The system functioned as intended after technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier not scanning but light remains on. However, there were no delay to patient care and adverse events or injuries reported based on this incident.